Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information stating the previous user of a dreamstation 2 advanced auto CPAP has passed away. No further details were provided. Repeated attempts by the manufacturer to obtain more information have been unsuccessful. The manufacturer believes they will be unable to gather additional information. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.